Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, pain, inflammatory nodule, erythema, biofilm, abscess, nodule with thick yellowish pus and immunologic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of abscess, edema, erythema, hypersensitivity, infection, inflammation, pain and skin irritation: "precautions for use as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in each cheek and juvéderm ultra xc in the tear troughs and cheeks. About a month later, the patient was injected again with juvéderm voluma with lidocaine (no complaint against this injection) in the nasogenian fold and nasolabial folds. The patient also had botox on the "depressor anguli oris" that same day. Another month later, the patient had additional injections with juvéderm voluma with lidocaine in the cheeks and chin as well as juvéderm ultra xc (no complaint against this injection) in the lips and smoker wrinkles. A week later, the patient developed an "ivrs (cold)" and a "sensitive nodule on the right cheek" which "went away spontaneously in a few days." About 4 months later, the patient had another injection with juvéderm voluma with lidocaine in the right cheek. Within that month, the patient had developed edema, pain and inflammatory nodule on the right cheek as well as mild erythema. The patient had "no disease." The etiology of the symptoms were believed to be "biofilm abscess immunologic reaction." A puncture of the nodule was performed and there was thick yellowish pus. Patient was then treated with biaxin. Patient was reviewed the following week and there was a persistence of a non-painful nodule. Patient was treated with prednisone. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00952 ((B)(4)), MDR ID #3005113652-2016-00953 ((B)(4)) and MDR ID #3005113652-2016-00954 ((B)(4)). This is the first MDR submitted for the first suspected product, the 4th injection with juvéderm voluma with lidocaine.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in each cheek and juvéderm ultra¿ xc in the tear troughs and cheeks. About a month later, the patient was injected again with juvéderm¿ voluma¿ with lidocaine (no complaint against this injection) in the nasogenian fold and nasolabial folds. The patient also had botox® on the "depressor anguli oris" that same day. Another month later, the patient had additional injections with juvéderm¿ voluma¿ with lidocaine in the cheeks and chin as well as juvéderm ultra¿ xc (no complaint against this injection) in the lips and smoker wrinkles. A week later, the patient developed an "ivrs (cold)" and a "sensitive nodule on the right cheek" which "went away spontaneously in a few days." About 4 months later, the patient had another injection with juvéderm¿ voluma¿ with lidocaine in the right cheek. Within that month, the patient had developed edema, pain and inflammatory nodule on the right cheek as well as mild erythema. The patient had "no disease." The etiology of the symptoms were believed to be "biofilm abscess immunologic reaction." A puncture of the nodule was performed and there was thick yellowish pus. Patient was then treated with biaxin. Patient was reviewed the following week and there was a persistence of a non-painful nodule. Patient was treated with prednisone. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00952 ((B)(4)), MDR ID #3005113652-2016-00953 ((B)(4)) and MDR ID #3005113652-2016-00954 ((B)(4)). This is the first MDR submitted for the first suspected product, the 4th injection with juvéderm¿ voluma¿ with lidocaine.

Event description:
Additional information: symptoms have resolved.